Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735821, lot/serial #: unknown. No parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a localizer error on the camera cart. The next step was to replace the camera. There was no patient involvement.

Manufacturer narrative:
H2, additional information, continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735772, product ID: 9735820, unknown ; product ID: 9735787, product ID: 9735818, product ID: 9736403, product ID: 9736401, product ID: 9735843, product ID: 9736403.a medtronic representative went to the site to test the equipment. Testing revealed that there was an error with the localizer and communication issue with the camera. The system control unit (scu), extremal main cart to camera cart cable, uninterruptable power supply (ups), network checkpoint, camera ethernet cable, computer and input/output (I/o) panel were replaced. H6: fdm b01, fdr c0401, c02, c08, and fdc d02 are applicable to the system checkout. Multiple annex g codes were reported. G02004 corresponds to the concomitant product 9735772 and 9735843. G02007 corresponds to the c oncomitant product 9736403. G02027 corresponds to the concomitant product 9735787. G040906 corresponds to the concomitant product 9735818. G05001 (already reported) corresponds to the concomitant product 9735821 and 9735820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the system was serviced again in the field and the computer, panel I/o and the ssd were replaced. Previously reported codes b01, c13, and d02 are applicable. Product 9735820, lot number: t901061 was received by the manufacturer for analysis and no failure was found. C19 and d14 are applicable. Previously reported code b01 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the camera (lot no p901499) was returned and analyzed. The returned camera had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator current low. The psu failed an accuracy test. Codes b01, c02, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: product 9736403, lot no: 2406f02983, was returned and analyzed. There was no failure found with the returned device. Codes b01, c19, and d14 apply. Product 9735787, lot no: 18430570, was returned and analyzed. There was no failure found with the returned device. Codes b01, c19, and d14 apply. Product 9736403, lot no: 1843c01002, was returned and analyzed. There was no failure found with the returned device. Codes b01, c19, and d14 apply. Product 9736401, lot no: 1709395060400087, was returned and analyzed. The leds were illuminated when nothing was plugged in and it was unable to connect to the internet. Dmz was unable to pass wifi tests, and all 8 lan ports fail to ping. Checkpoint failed factory reset and reconfiguration. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system. After a general power cut, they had an error with the localization. The camera was replaced. They tested the navigation system with the imaging system and everything was okay. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.